Manufacturer narrative:
The date of death was reported as "6 months ago." Cuff: lot/serial number: (B)(4), catalog number: 720157-01, expiration date:12/20/2015. Balloon: lot/serial number: (B)(4), catalog number: 72400024, expiration date:12/16/2019. Pump: lot/serial number: (B)(4), catalog number: 72404127, expiration date:01/22/2016. Device manufacture date: cuff: 01/12/2015. Balloon: 01/04/2015 . Pump: 02/10/2015.

Event description:
It was reported the patient's artificial urinary sphincter was" not working effectively of draining urine and the patient could not void." The patient went into "renal failure and passed away." The physician reported that the patient was "in bad health."

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated the patient died about 2 weeks after the artificial urinary sphincter implant surgery, but the specific date was not provided. The device was activated the day after surgery, and noted that the device "never worked".